Event description:
In 2009, the pt was treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. Seven months later, the pt was hospitalized with a fever. A CT scan revealed air in the aneurysm sac outside of the stent graft with a crp value in the 20's. The grafts were explanted and replaced with a bifurcated dacron graft three days later. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg and sterilization records have been conducted. The review of the mfg and sterilization records verified that this lot met all pre-release specifications.